Event description:
New information notes an insulation breach was also observed on the right ventricular lead. The right ventricular lead was capped 13 feb, 2020 and replaced. The new lead was successfully implanted and all test values were appropriate. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, inappropriate automatic mode switch (ams) episodes was observed. Also, lead fracture and possible loss of capture was suspected which resulted in pauses for few seconds. The patient was seen in clinic. Upon interrogation, out of range, high pacing lead impedance was noted on the right ventricular lead and the threshold was fine. Lead fracture was suspected and diagnostic imaging or x-ray was not performed to confirm it. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
New information received notes loss of capture on the ventricular lead during auto mode switching episodes was once again observed. Programming changes were recommended. Further testing to evaluate the lead was discussed.